Manufacturer narrative:
Patient identifier not available from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, during a sacroiliac and thoracolumbar procedure, the imaging system had an imprecision of 1mm on the left side. The system was re-calibrated and was immediately imprecise after. The site took into account for the imprecision and proceeded with the procedure. There was a delay of less than 1 hour. No known impact on patient outcome. No additional information was provided.